Manufacturer narrative:
D10: concomitant product: egia60amt egia 60 artic med thick sulu (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic gastric band removal and sleeve gastrectomy, when stapling the stomach, the reload and adapter were both broken at the connection between the reload and adapter thus unable to fire. The surgeon noted that significant tension was applied to the adapter and reload to position the reload around the tissue, which resulted in the breakage. The devices were replaced with new adapter and reload and the procedure was completed. The representative tried to remove the reload from the adapter, but the connection between the two was damaged to the point that the reload could not be removed without a portion of the reload remaining in the adapter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a broken piece of a reload adapter stuck in the distal end of the signia adapter. Functional testing found that that the broken reload adapter could not be removed by pressing the blue unload switch back then twisting and removing the reload from the signia adapter. The signia adapter was partially disassembled to allow the broken reload adapter to be removed. Damage to the tip of the firing rod could now be seen. It was reported that that significant tension was applied to the adapter and reload to position the reload around the tissue, which resulted in the breakage. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of articulation mechanism out of position that is related to the reported condition. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: firing rod damage that is related to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: 1. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open 2. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.